Event description:
The site reported that a light adjustable lens (lal, sn (B)(6)) was explanted on (B)(6)2023. Prior to the explant event, this patient had a retinal detachment repair in their eye that required silicone oil. It was observed there were silicone oil droplets present on the lal. On (B)(6) 2023, a light treatment was completed, but the patient experienced significant dysphotopsia after the light treatment. The surgeon opted to remove the lal and replace it with a different iol. Rxsight's first awareness of this event was on (B)(6) 2023.

Manufacturer narrative:
The device history record for the manufacturing lot was reviewed and there were no discrepancies or unusual findings. Manufacturer reference #: (B)(4).